Event description:
New information notes that the previous recommended programming changes were made. Subsequently, the non sustained lead noise due to post paced t wave oversensing recurred. Patient remained asymptomatic. Additional programming changes were recommended.

Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended.